Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports taking humalog based on result of 108 mg/dl obtained on the aviva system. 5-10 minutes later the customer fell down. At this time customer tested 24 mg/dl on the aviva system. Customer's roommate treated him with a glucose tablet and 3-6 oz. Glasses of orange juice. Customer tested 24 mg/dl again and was treated with some fruit and 2 dole fruit cups and tested 54 mg/dl. 15 minutes later customer was given 2 more dole fruit cups. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.